Event description:
It was reported that during the use of the product, discrepancies between the indicated value on the display and the actually remaining value were observed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection was performed. All labels were still intact. No physical damage was found on the device. No records related to the reported event were identified in the log. The reported issue was not confirmed. Flow accuracy was normal. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported problem. No problems found during the review of the service and repair records. No fault found.